Event description:
It was reported that a patient underwent a sling procedure and had her uterus removed on (B)(6) 2009. During the procedure, the patient's leg came out of the stirrup causing hip cartilage to be damaged. Immediately post-operatively, the patient was not able to empty her bladder completely and was experiencing leakage. The patient came home from the hospital with an indwelling catheter. When it was removed 2-3 weeks later, the patient was unable to void at all, another indwelling catheter was inserted for 4-5 days followed by intermittent self catheterization. The patient does not often self catheterize but instead uses positioning and direct pressure to aid emptying bladder. If the bladder has not been emptied in a few hours, the urine smells very strong. The surgeon opines that the sling is too tight and offered to loosen the sling, but the patient declined.

Manufacturer narrative:
(B)(4) - urinary retention. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.